Manufacturer narrative:
The device is available for evaluation- it has not been received. The investigation is pending.

Event description:
The event involved a 7" (18cm) appx 0.24ml, smallbore pressure infusion (400psig) ext set w/microclave® clear, purple clamp, rotating luer where it was reported that blood found in closed system IV extension system. The blood got into the microclave cap of the IV extension set while being used in conjunction with an arterial line. Changing the microclave extension set was risky for the 23-week gestation infant. The microclave extension set was connected directly to the arterial line. There was a small crack in the microclave cap. There was reported patient involvement and no reported patient harm.

Manufacturer narrative:
D9 - date returned to mfg: 10/16/2025. Two (2) photos were returned showing the mc33150 in one (1) photo. The other photo had a set not related to the complaint. Received one (1) used mc33150 smallbore pressure infusion (400psig) ext set w/microclave for inspection. Blood residuals were observed inside of the housing of the microclave. No mating devices were returned. The mc33150 was leak tested per product specifications. There was no leakage. The microclave was disassembled, and the windows of the internal spike were found to be compressed. No cracks were found. The reported complaint of leakage can be confirmed. The probable cause of the damage to the internal spike and leakage is due to access with an incompatible mating device. The dfu states: "connectors are compatible with iso male luers having an internal diameter between 0.062¿ (1.55mm) and 0.110¿ (2.8 mm)."